Manufacturer narrative:
UDI #: (B)(4). Review of the device history records shows the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The product was discarded by the hospital and therefore will not be returned for an evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported two lactosorb endobrow screw heads broke off before the screws were fully seated. The screws were inspected prior to use and nothing out of the ordinary was noted. A synthes drill bit was used to complete the procedure. The event resulted in a delay of thirty to forty-five minutes. More information was requested but has not been received at this time.